Event description:
It was reported that the epg (external pulse generator) would not shut off. The biomedical engineer replaced the battery and was able to power on and shut off the device. The epg remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).